Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications (prolonged air leak, anastomotic stenosis, pneumonia, atelectasis) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics for patients in robotics group. Citation: j thorac cardiovasc surg 2020;160:838-46. Doi: https://doi.org/10.1016/j.jtcvs.2019.10.158.

Event description:
It was reported via journal article file: "title: robotic sleeve lobectomy for centrally located non¿small cell lung cancer: a propensity score¿weighted comparison with thoracoscopic and open surgery". Authors: tong qiu, md, yandong zhao, md, phd, yunpeng xuan, md, yi qin, md, zejun niu, md, yi shen, md, and wenjie jiao, md, phd. Citation: j thorac cardiovasc surg 2020;160:838-46. Doi: https://doi.org/10.1016/j.jtcvs.2019.10.158. The objective of the study was to evaluate the surgical and oncologic outcomes of robotic sleeve lobectomy in comparison with video-assisted thoracoscopic surgery (vats) and open surgery. This retrospectice study involves 188 patients who received sleeve lobectomy via robotic, vats, or thoracotomy for primary non¿small cell lung cancer (nsclc) in clinical stages ia to iiib between 2012 and 2017. The patients were divided into 3 groups according to the surgical technique: in robotic group, 49 patients (10.6% female; mean age: 61.4± 7.2 years; mean bmi: 24.0±2.9 kg/m2) underwent robotic sleeve lobectomy using the 3-arm method. The fourth arm was optional and only used in retraction; in vats group, 73 patients (11.0% female; mean age: 61.7±8.0 years; mean bmi: 24.1±3.1 kg/m2) underwent vats approach which was performed via a 4-cm incision without a rib spreader, using a 2-port or 3-port approach liberally; and in open group, 66 patients (8.9% female; mean age: 61.3±7.7 years; mean bmi: 24.1±2.7 kg/m2) underwent open surgery which was performed through a posterolateral or lateral thoracotomy. During robotic bronchial anastomosis with incision distribution in the robotic group, a half-continuous suture technique was applied with two 3-0 prolene sutures (ethicon): the first one initiated at the corner of the bronchial cartilage to the membranous portion and sutured approximately 3/4 of the bronchial cartilage; the second one sutured the rest of the bronchial cartilage and the whole membranous portion. Reported complications in the robotic group included prolonged air leak (n-?), atelectasis (n-?), pneumonia (n-?), anastomotic stenosis (n-?), minor complication (n-?), major complication (n-?). Robotic sleeve lobectomy is a safe, feasible, and effective procedure. Compared with vats and open techniques, robotic sleeve lobectomy has a similar oncologic prognosis for patients with centrally located nsclc.